Manufacturer narrative:
Pt weight: unk. Expiration date - unknown. Implant and explant dates: n/a. (B)(4). The cartridge was not returned, however, the lens was received and evaluated. There was a tear across the optic/haptic and a dark surgical residue on the lens. Mfg date: unknown . (B)(4).

Manufacturer narrative:
Per medical review - reportedly, lens came out of injector "too swiftly" and damaged during insertion requiring intraoperative lens exchange. Incision was not enlarged for removal of damaged iol. Another lens of same model and diopter was implanted successfully and one suture was placed. According to the report, dated on (B)(6) 2015, the cause of the event was unknown but there was a possibility that user error during handling or loading might have caused/contributed to the event. The seriousness is based on the information that suture was placed but it should be noted that many surgeons use suture(s) as a part of standard protocol to prevent postoperative sequelae regardless of intraoperative type of procedure or complications. A lens work order search was performed and no similar complaints were found within the work order. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method : device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion: based on the complaint history, work order search, device history record review, medical review and the evaluation of the returned lens, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported +19.5 diopter cc4204a injected from the injector cartridge too swiftly and was damaged during insertion. The lens was removed and replaced without any patient injury. A suture closed the wound. The reporter stated it is uncertain if the event was due to a loading issue or a faulty injector cartridge.